Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was not returned with the suture or anchors. The distal tip of the needle doesn't appear to be broken. The device doesn't appear to be bent. A functional evaluation revealed the device could not be triggered. Upon moving the depth gauge limiter it was found the distal tip of the needle was still attached to the device. A review of the instructions for use found: ¿read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of risk management files found that the reported failure was documented appropriately. A clinical/medical evaluation found the broken fast fix anchor is comprised of biocompatible material. However, the unknown metal part is non-implantable. Since it is unknown if the fast fix or the metal part are retained and /or secured, the potential impact to the patient is the possibility of micro-motion/migration, pain, local tissue irritation and MRI restrictions. It is unknown whether there was a backup available or delay in the case. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscus repair surgery, the fast fix was broken from the metal part while inside the patient and could not be used. It is unknown whether there was a back up available or delay in the case. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.